Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving intrathecal compounded baclofen 2 ,100 mcg/ml; 600.1 mcg/day via an implantable infusion pump. The indication for use was noted as intractable spasticity and multiple sclerosis. The patient's alarm date was (B)(6) 2015 and he missed his pump refill appointment scheduled on (B)(6) 2015. The patient experienced baclofen withdrawal and possible seizures and was hospitalized. The patient was ventilated and was currently in the intensive care unit (ICU). The severity was severe. It was not related to the pump. The event was ongoing (B)(6) 2015. Interventions, therapy dates as well as concomitant drugs and patient outcome were not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. The site reported they did not collect baclofen lot numbers. There were no medications listed on the "med log form." The patient's medical history included complex regional pain syndrome. Multiple sclerosis and left kidney resection.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. On (B)(6) 2015, the event resolved without sequelae.